Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·since air leakage from channel was confirmed, it was possible that electronic components such as image sensor/circuit board inside scope connector corroded/broke and the suggested event occurred. ·as a cause of air leakage from the channel, we presume that the channel was damaged by forcible handling/passage of endo therapy accessories. Or, since dent on insertion section was confirmed, the insertion section/biopsy channel may have been kinked due to external stress caused by the user handling. ·in addition to the above, it was possible that internal elements were pressed by the dent on the insertion section, and ccd cable was broken. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had a reduction in suction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was no image, and a scope communication error was present (b30) which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the insertion tube was smashed. Upon further inspection, it was observed that there was no image, and a scope communication error (b30) was present. It was also observed that the exera device identification chip had no data even after aeration. It was observed that there was a big leak on the instrument channel. It was also observed that the glue of the bending section cover had a crack. It was observed that the light guide lens had dim yellow lights. It was also observed that the forceps passage had restriction and a leak. It was observed that switches one and four were not working, even after aeration. It was also observed that the plastic distal end cover was detached. Additionally, it was observed that the charge-coupled device shrink tube was cut. It was observed that the insertion tube had a deep dent 2mm from the insertion tube boot. Also, it was observed that the boot had a wrinkle and a dent. It was observed that the control body contained fluid causing corrosion. It was also observed that the scope connector had fluid, torn boot, and corrosion. It was observed that the light guide prong mount was loose. Lastly, it was observed that the angulation was turned the wrong way. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.